Event description:
It was reported that an amia automated pd cycler set was missing the cap (pull ring). The cap was not in the packaging. This was observed during setup of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2023. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.